Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for the elecsys troponin t hs stat assay (tnthsst) on a cobas e 411 immunoassay analyzer (e411). The erroneous result was not reported outside of the laboratory. The sample initially resulted as 25.89 pg/ml. The sample was repeated four times, each resulting as < 3 pg/ml. The correct value of < 3 pg/ml was reported to the doctor. No adverse events were alleged to have occurred with the patient. The tnthsst reagent lot number and expiration date were asked for, but not provided. The field service engineer checked the analyzer and found the probe voltage readings to be incorrect and unstable. He replaced the probe and the issue was resolved.

Manufacturer narrative:
The provided alarm trace shows not hint to the root cause. The instrument performance check from (B)(6) 2018 gave results within the specified limits. The investigation was unable to find a definitive root cause.